Event description:
The customer reported an incidence where they got a low impedance message during a sync cardioversion. There was no report of negative pt impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.